Event description:
It was reported that the front wheel had fallen off alenti. All other wheels showing age. All four wheels was replaced and the alenti was put back in service.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.